Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified vein. After a 4f sheath was placed, a guidewire was then advanced to cross the lesion. Subsequently, a 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the 1st inflation, the balloon ruptured at 6 atmospheres after a duration of 10 seconds. The device was removed and the procedure was completed with a 3.0-40/144mm sterling es and coyote es balloon catheter. No patient complications were reported and the patient's status was good.